Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity for the implantable pulse generator (ipg) is currently six years with the previous check showing a longevity of seven years approximately one month ago. The ipg remains in use. No patient complications have been reported as a result of this event.